Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) female pt, initials (B)(6) with cartilage injury of knee and meniscus injury. The pt's medical history is significant for previous operation for cartilage injury of knee and meniscus injury around (B)(6) 2011. The pt has had altz periodically in the past, but the pt's fluid retention did not resolve and the pt's symptom did not improve. On (B)(6) 2011, the pt had steroid administration. On (B)(6) 2011, the pt initiated the synvisc injection of 2 ml into the right knee because the physician considered synvisc might be effective more than repeated steroid administration before departing overseas expedition. The synvisc lot number was not provided. On (B)(6) 2011, the pt returned from the overseas expedition, and visited the center. The physician reported that the pt's condition has relatively improved and the physician hoped that the next synvisc injection might help the pt further. As a result, the pt initiated the second synvisc injection of 2 ml into the right knee on the same day. The physician had also instructed the pt to not exercise. Although the pt kept resting, the pt developed right knee swelling on the injected knee at night. During the pt's visit to the center, opacity joint fluid with white solid material like bread crumbs was aspirated of pt's right knee. The reporting physician assessed this case as medically significant. On (B)(6) 2011, the treatment with synvisc was permanently discontinued. The pt's outcome for the event of "arthritis" was reported as not yet recovered. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of "arthritis" as definitely related.

Manufacturer narrative:
Eval summary: additional info was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.